Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted upon interrogation that the left ventricular (lv) lead was not capturing and atrial signals were noted on the left ventricular lead. Programming changes were made. The physician had not determined whether there would be any additional testing or intervention. The patient was stable before, during and after the programming changes.

Event description:
New information confirms the lead was pulled back from it's original position at implant. A procedure to reposition the lead was conducted on (B)(6) 2019 but the physician could not find the perfect position. The left ventricular lead was therefore explanted and the left ventricular port was plugged. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.